Event description:
It was reported that placement of the proglide sutures were attempted in a mildly calcified left common femoral artery using the preclose technique prior to a coronary interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 11fr sheath. Reportedly, following the procedure, the proglide devices did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.